Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed the cooling functionality testing during service. Service was completed because unit reported issue with cooling patient. Per follow up information received via email on 26mar2024, the device has been sent for evaluation. The issue was resolved. Replaced chiller assembly sn d18e0387 with sn d24a5035. Upgrades completed included replacing the control panel coin cell due to age and applying loctite to all four casters. All other applicable upgrades were verified complete in accordance with service procedures. Device removed and therapy delivered by alternate methods. The ICU only had one arctic sun, so when it was not working, they had to manually cool patient. The ICU team did not report any impact to patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed the cooling functionality testing during service. Service was completed because unit reported issue with cooling patient. Per follow up information received via email on 26mar2024, the device has been sent for evaluation. The issue was resolved. Replaced chiller assembly sn (B)(6) with sn (B)(6). Upgrades completed included replacing the control panel coin cell due to age and applying loctite to all four casters. All other applicable upgrades were verified complete in accordance with service procedures. Device removed and therapy delivered by alternate methods. The ICU only had one arctic sun, so when it was not working, they had to manually cool patient. The ICU team did not report any impact to patient.